Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., g2, h.6.

Event description:
Healthcare professional reported small cysts and intracapsular rupture confirmed by MRI. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flaw opening, observed an opening assessed as unidentified (tear) opening, observed an opening assessed as surgical damage and observed a missing piece of shell assessed as inconclusive. ¿ cyst(s): unable to observe as it is not related to the manufacturing process. As per the investigation procedure, non-penetrating nick, was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required

Event description:
Patient reported left side rupture confirmed by MRI. Healthcare professional later reported small cysts and intracapsular rupture confirmed by MRI. Device has been explanted.

Event description:
Patient reported rupture confirmed by MRI. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.